Event description:
Customer returned the device for evaluation and repair of a leak found during reprocessing. There is no patient involvement and no harm reported to any patient. Upon evaluation of the returned device it was observed that there is brown foreign material adhered to the forceps elevator. This medwatch is being submitted for the reportable issue of brown foreign material adhered to the forceps elevator during device evaluation.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at the time of shipping. The device was repaired four times in 2021 from september to decemeber. Upon inspection and testing of the returned device, it was observed that there is brown foreign material adhered to the forceps elevator. The foreign material does not appear to be originating from the device. Other observations for the device are: elevator channel plug broken and leaking; distal end rubber coating (a-rubber) glue peeled; insertion section, universal cord, plastic cover, and scope (s) s-cover scratched; biopsy channel port deformed; suction cylinder shaved; failure in down/right/left angulation range; and poor light intensity. The user¿s complaint of leakage was confirmed. In october of 2021 the same issue of foreign material in forceps elevator had occurred. That event is captured in medwatch with patient identifier: (B)(6). In october of 2021, the reprocessing steps followed by the facility were: precleaning, leakage test, brushing right after procedure was being performed. Maj-507 and bw-20t were used for brushing. Detergent being used was cidezyme xtra and cidex for disinfection. Root cause for the event cannot be conclusively determined. Based on the following investigation results it is likely that the foreign material adhered to the forceps elevator since reprocessing was not completed due to leakage caused by deformation of the elevator channel plug, which occurred with the subject device. It is possible that the device was not used in a procedure with the foreign material present in it. The instructions for use IFU (reprocessing manual) says about infection risk caused by insufficient reprocessing as below: all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, and h10. The event of leakage in instrument channel was found during leak-testing phase of reprocessing cycle, therefore, the manual cleaning and brushing could not be performed. The facility staff is trained as per to perform reprocessing as per instructions for use. However, possibility of usage of device with foreign material in device cannot be denied.